Event description:
It was reported that the ilet bionic pancreas displayed an alert to connect the cgm or enter a blood glucose value, and dosing stopped while paired to a freestyle libre 3 plus sensor; multiple rescans failed with scan errors, app reinstallation was performed, and subsequent scans produced ¿unavailable¿ followed by a prompt to replace the sensor, after which the user was transferred to the cgm manufacturer. Symptoms included none reported. Outcomes included interruption of automated insulin dosing, with the user administering 20 units of subcutaneous insulin lispro independently. Investigation included troubleshooting with app reinstallation and repeated sensor pairing attempts. Investigation of this case revealed a cgm pairing failure that required sensor replacement, consistent with a sensor communication or availability issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor or connectivity failure external to the ilet system.